Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: d.2. Medical device catalog#: 306546. D.2. Medical device lot#: 0015528. D.4. Medical device expiration date: 2023-01-31. D.5. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 2020-01-15.

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe plunger while infusing into vascular access. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "blood leaked out behind the plunger while infusing into vascular access".

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe plunger while infusing into vascular access. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "blood leaked out behind the plunger while infusing into vascular access".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The inspections performed while producing this lot were all accepted. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
The reported lot #0015528 was not found for the reported catalog #306547. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe plunger while infusing into vascular access. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "blood leaked out behind the plunger while infusing into vascular access".